Manufacturer narrative:
Based on the information gathered, there is no indication or report that davinci product caused or contributed to the incidents. Blank MDR fields: the expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
After a patient, who was enrolled in a clinical study, underwent a da vinci-assisted nipple sparing mastectomy procedure, a biopsy clip was reported as retained in the patient. As a result, the patient required an additional surgical procedure to retrieve the clip. The initial procedure was completed robotically without complications nor device malfunctions reported. It was later found in the pathology report that the biopsy clip was not observed in the specimen. The retrieval of the specimen during the procedure was reported as smooth without issues. A chest x-ray and ultrasound confirmed the clip was retained in the patient. An additional surgical excision of the clip was required using wire localization. The study investigator assessed this incident not related to the da vinci devices but related to the procedure itself.